Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per medwatch, this line was placed on (B)(6) 2015 and was functioning until (B)(6) 2015. Line was unable to be repaired and was replaced on (B)(6) 2015 with a broviac 4.2 catheter in the right external jugular vein and later discharged home later that day.